Manufacturer narrative:
(B)(4).

Event description:
It was reported that an increase in capture thresholds was observed. During the device replacement, an insulation anomaly was observed. During the procedure, the patient had a short period of asystole due to intermittent complete heart block. The lead was explanted and replaced. The patient had to be paced externally while the new lead was implanted. The patient was in stable condition following the implant. The patient was fine when the device was interrogated at post-op.